Event description:
Bezel cracks per ecri notice. House wide sweep over the next week produced 11 units needing bezel replacement. Parts were on hand and replaced and units tested per manufacturer procedure and passed.